Manufacturer narrative:
Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. (B)(6). Device manufacture date: unknown as product serial number was not provided. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that the trailing haptic was twisted because of interactions between the plunger and the haptic. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Corrected data: this report is being submitted as follow-up number one (1) for manufacturer report number 2648035-2017-01497. In review, what should have been follow-up #1 was inadvertently submitted with the number two (2) populated in section g6 type of report follow-up #. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: it was confirmed that there was no patient contact and the product is not available for investigation. Device evaluation: product testing could not be performed since the product was not returned for evaluation. The reported complaint was not verified. Manufacturing records review: the manufacturing record review and complaint history review could not be performed because the serial number of the complaint product is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.